Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 300mg/dl with increased thirst and frequent urination associated with a motor noise. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. The pump's motor was reportedly making a grinding noise. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a motor noise issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 5:55pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked. The pump successfully completed a rewind, load, and prime sequence with no motor noise and no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues occurring. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same bolus amounts. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.